Event description:
Customer reported insulin squirted out during the manual prime and that the insulin pump alarmed for a loose drive support cap. She stated that the insulin pump was stuck in a rewind loop and that she was unable to complete the rewind process. She stated that it had not been dropped or bumped and that the drive support cap appeared normal. She stated that she had not pressed on the cap while connected to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.